Event description:
It was reported to st. Jude medical that the device was explanted when it was observed during a routine follow-up that the device was in a hardware reset. Technical services discussed that the patient needed to be placed on external monitoring, the memory map downloaded and the device returned for analysis.